Event description:
Reportedly, a driver load failure message is displayed when attempting to upgrade the programmer. The programmer could not be upgraded due to this issue.

Manufacturer narrative:
The subject programmer followed the normal repair workflow.

Event description:
Reportedly, a driver load failure message is displayed when attempting to upgrade the programmer. The programmer could not be upgraded due to this issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a driver load failure message is displayed when attempting to upgrade the programmer. The programmer could not be upgraded due to this issue.